Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the actual lead was not received for evaluation. Performance data from the ICD device showed high ventricular impedance. The ventricular pace impedance measurement was in the 500 - 700 ohm range until the last six days of the record ending (B) (6) 2010. Over this period, the range was 696 - 1184 ohms with one value infinite. The lifetime ventricular sensing integrity counter is 1811 and all but 12 of the counts occurred since (B) (6) 2010. A high value of this count can indicate a possible intermittency in the system.

Event description:
It was reported that the patient received inappropriate shocks. The rv pacing lead impedance had shown impedances between 162 ohms and 16,382 ohms. The hv coil impedances were fluctuating as well. Lead fracture and oversensing were also reported. The lead was capped, surgically abandoned, and replaced. No patient complications have been reported as a result of this event.